Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0fqy5, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that patient programmer (pp) button/key was unresponsive and pp would not sync. The patient was using appropriate batteries and they were just changed. It was reported that pp was not working so to could not verify if implant was on. The patient experienced retention, loss of therapy or return of symptom and change in therapy/symptom was reported as sudden. Patient fell and broke her knee in half had surgery. Fall was on (B)(6) 2015 and knee surgery was (B)(6) 2015. Device was not believed to have been turned off for surgery. Unknown if cautery was used. It was reported that patient was recent medical test or emi environmental exposure. Patient will follow up with health care provider (hcp) to have device checked for system integrity since fall and surgery. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.